Event description:
Additional information was received from the user facility confirming that spongostan was used and not floseal. As spongostan is an ethicon product and not a baxter product it has been forwarded to them appropriately.

Manufacturer narrative:
(B)(4). Additional information was received from the user facility confirming that spongostan was used and not floseal. As spongostan is an ethicon product and not a baxter product it has been forwarded to ethicon. This case is considered closed with the above information.

Event description:
A nurse in (B)(6) reported an allergic reaction with tissucol administration in a male patient (age not reported). On unreported date a male patient received tissucol amongst 10 other products (not further specified) in the frame of an adenoma resection. On unreported date patient experienced an allergic reaction. No information was reported on remedial therapy and patient outcome. The nurse mentioned that the allergic reaction was possibly related to tissucol, but that they had to perform allergy test for tissucol amongst 10 other products to confirm the causality. Follow-up information received from the allergy-nurse on (B)(6) 2011: floseal was added as a suspected product. On unreported date, an allergy test with tissucol was performed on the patient and allergy test was positive. As the patient was concomitantly treated with floseal, they now asked for a floseal sample to perform an allergy test with floseal. Patient will undergo similar intervention in the future, and they wanted to make sure the floseal may be used safely in this patient.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the patient experienced an allergic event confirmed to be related to the use of tisseel fibrin sealant (containing bovine aprotinin). We cannot rule out an allergic response also to floseal as floseal contains gelatin of bovine origin (lower immunogenicity than aprotinin). At this point, we cannot rule out an immunogenic response to bovine proteins. A follow up report will be submitted upon receipt and evaluation of additional information, once it has been received.